Manufacturer narrative:
Patient's weight was not provided. If the requested information becomes available, a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per (B)(4), post operation, patient experienced failure of implant to integrate.

Manufacturer narrative:
Follow-up submitted to report device evaluation.